Manufacturer narrative:
B3: unknown; no information has been provided to date. (B)(6) the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, and found damaged a dso seal, damaged battery compartment and a scratched lens. The customer's problem was replicated. The cause of the problem was a damaged battery compartment. The dso seal, battery compartment and lens were replaced to fix the issue.

Event description:
It was initially reported that the device had a broken battery compartment. The device evaluation found a defective dso seal and a scratched lens as well. There was unknown patient involvement and unknown patient harm/adverse event reported.